Event description:
Subsequent to the initially filed report, it should be noted that it is esprit below the knee (btk). No additional information was provided.

Manufacturer narrative:
B5: describe event or problem: corrected "behind the knee" to "below the knee".

Event description:
It was reported that the procedure was to treat the proximal anterior tibial artery (ata) which had moderate tortuosity and moderate stenosis. On (B)(6) 2024, the 3.0x28 mm esprit behind the knee (btk) resorbable scaffold was successfully implanted in the target lesion. No issues were noted during the implant and the scaffold was well apposed. A planned procedure was scheduled on (B)(6) 2024, when the esprit scaffold was noted to have potentially migrated to the posterior tibial artery due to the moderate stenosis of the vessel. Balloon angioplasty was performed to ensure the scaffold was well apposed. No further treatment was planned for the ata, as the vessel was patent under fluoroscopy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.